Event description:
It was reported that cgm displayed error message during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed complete pump reset with guidance from technical support, and after reset error message did not recur and sensor session was successfully restarted.